Event description:
It was reported that sometime post a port placement into the right subclavian vein, the skin pigmentation change was allegedly observed at the placement site. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter in two segments were returned for evaluation. Visual, microscopic, functional and tactile evaluations were performed on the returned device. A complete circumferential break was noted on the distal end of the attached catheter and to the proximal end of the distal catheter segment. The edges of the complete circumferential breaks were noted to be uneven and the surfaces were noted to be round and smooth in one region and granular in the other region. Splits were noted on the border of both regions. Kinks were noted throughout both catheters. Therefore, the investigation is confirmed for the identified fracture, material separation, catheter kink and catheter wear issues. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3 h11: h6 (device, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post port placement procedure into right subclavian vein, the skin pigmentation change was observed at the placement site. The current status of the patient is unknown.